Manufacturer narrative:
Device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that the cartridge was leaking from an unspecified location. Reportedly, the cartridge was changed to address the issue. There was no reported impact to customer's blood glucose.